Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion set tube separated/broke near the luer lock connection. The customer noticed the issue immediately, and no adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Correction: lot number and expiration date changed to asku. The accu- chek ® flexlink infusion set was from one of four possible lot numbers; 5083495, 5078640, 5078642, or 5049863. The customer had product from all four of these lot numbers and it was not possible to determine which lot number was in use at the time of the event.